Event description:
It was reported that the patient had the artificial urinary sphincter removed due to fluid loss. A new artificial urinary sphincter consisting of a 6.0 cm cuff, pump, and balloon were implanted. Same patient as manufacturer report number: 2183959-2018-62281.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to fluid loss. A new artificial urinary sphincter consisting of a 6.0 cm cuff, pump, and balloon were implanted. Same patient as manufacturer report number: 2183959-2018-62281.

Manufacturer narrative:
Device evaluation. The complaint component was returned and analyzed. The reported allegation of fluid loss was confirmed via product analysis of the cuff. No escalation to ncep, CAPA, or scar is required.